Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopy cholecystomy case today and using the hemolok devices, as the scrub technician was attempting to load the device with the hemolok, she noticed that several of the clips were breaking and unable to be used. Three of the packs were used to complete the case, due to breakage.

Event description:
It was reported that during a laparoscopy cholecystomy case today and using the hemolok devices, as the scrub technician was attempting to load the device with the hemolok, she noticed that several of the clips were breaking and unable to be used. Three of the packs were used to complete the case, due to breakage.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73k1800929 was manufactured on 10/30/2018 a total of 13,622 pieces. Lot was released on 11/08/2018. DHR investigation did not show issues related to complaint. From the pictures of the product hemolok ml clips 6/cart 84/box it can be observed a label confirmed the lot number, it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. P/n (B)(4) is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 samples were taken from the current production p/n (B)(4) hemolok ml clips 6/cart 84/box, lot# 73b1900012, the samples were functionally inspected, and during the test issue reported "clips broke during loading" was not observed in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.